Manufacturer narrative:
Vyaire medical was not able to verify the customer reported issue. The ventilator passed 72 hours of extended test at customer's settings without unusual error. Passed initial final test which include several ptv (palm top ventilator) flow and volume performance and ptv (palm top ventilator) pressure performance test and initial alarm volume test with no restriction. The unit meets all factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator is not delivering tidal volume that it is set at. The patient was pulled off from the ventilator. The customer confirmed that there no patient harm associated with this event.